Manufacturer narrative:
The device was received for evaluation. During evaluation, a constant "downstream occlusion!" Alarm was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a constant "downstream occlusion!" Alarm. No additional information is available.